Manufacturer narrative:
A device history record review was conducted. According to the device history record reviews, two lots were reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. The device history record reviews do not point to a root cause because the lots were reprocessed and the product released met the manufacturer's acceptance criteria. No further anomalies were identified. A complaint history examination indicates this is the seventh complaint and the seventh complaint for leaking for the associated with the probe lots. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing leaking valved trocars during a vitreoretinal procedure. The product was replaced and the procedure was completed without consequences to the patient. Additional information and product sample have been requested.